Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was simethicone type product, however, we could not identify the material any further. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to leakage from the light guide. The event can be detected and prevented by following the instructions for use (IFU) sections which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope, exhibited white contamination in the air and water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: light cover glasses were chipped and the adhesive was worn. The distal end adhesive was lifting, and the light guide tube protectors was worn. The up and down angle failed along with the left and right angle. The electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.